Event description:
Reporter indicated a patient had a vns lead tie-down removed due to extrusion. The area was reddened but infection was not present. Attempts for further information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for both the lead and generator confirmed sterility prior to distribution.